Event description:
Had hernia mesh placed in my abdomen from a simple hernia surgery. Developed several major infections that required additional hepatizations. Had a surgery to remove offending material about a month later. Was left with a wound vac system. Life altering. Still get infections. Still required hospital care that included 4 antibiotics. Pain is continual. As a nurse I m aware that there are too many people with similar complaints. We need to either stop it's use or place higher investigations and sanctions. Perhaps lab test to determine if patient is compatible with the intended product